Manufacturer narrative:
One photo was submitted for quality evaluation. The photo provided shows the product is missing the maxzero portion of the assembly. Additionally, the j-loop appears to have a piece of the maxzero connector broken off into the female luer adapter. The customer complaint of component damage was confirmed. Investigation forwarded to manufacturing to determine if a root cause can be determined. The exact root cause for damage between female luer and naczero could not be determined since only a photo was returned by the customer. However, based on the evidence this damage could be caused due to solvent was added in the engagement due to not correctly follow-up to the work instructions by the assembler (the assembler must only screw in the female luer to the naczero ¿ not use solvent). No additional actions were taken since the reported product was deactivated at the manufacturing site for this lot. Production of this product will now be done at a different manufacturing location. A device history record review for model mz5302 lot number 25029409 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set was damaged. The following information was provided by the initial reporter: this j loop broke while placing it on the patient.